Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking when either the device or scope was inserted into the trocar. A device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.